Manufacturer narrative:
On 22 july 2016 the medical affairs performed a clinical evaluation based on the x-rays received on 27 june 2016, and commented as follows: cementless tha on a male patient of (B)(6). Standard pe was chosen for the articular pairing, which is unwise and known, in 2008, to be not the best choice. The stem anteversion looks excessive (or too small, having only frontal xrays) and the cup is too horizontal and probably oversized. This may have created conflicts. The patient was complaining of pain in the ventral area, possibly caused by impingement of the misplaced prosthetic components. Pe wear has undoubtedly taken place and may have caused the reported cyst and tissue reaction. Wear may have been originated from articulation surfaces and by possible impingement.

Manufacturer narrative:
Additional information received on 29 april 2016 and includes: reference and lot number of the stem and the ceramic ball head (non-medacta international product) involved in this complaint are unknown. Batch reviews performed on 19 may 2016. Versafitcup acetabular shell cc light ø 54, code 01.26.54mbtl, lot. 072087 (not marketed in USA), (B)(4) items manufactured and released on 03 january 2008. Expiration date: 2012-11-30. No anomalies found related to the problem; everything was found in accordance with the specifications valid at the time of production. To date, all items of this lot have been already sold without any similar reported event. Versafitcup flat pe liner ø 28/e, code 01.26.2844stt, lot. 072471 (k103352), (B)(4) items manufactured and released on 05 december 2007. Expiration date: 2012-10-31. No anomalies found related to the problem; everything was found in accordance with the specifications valid at the time of production. To date, all items of this lot have been already sold without any similar reported event.

Event description:
The patient has pain in the groin and hip. On (B)(6) 2014 the revision surgery took place.